Event description:
It was reported that; upon final tightening of the screw, doctor noticed that the screw had been driven through the hole in the plate. The ring was not damaged, but "looser than normal," and saw no metal shavings from the screw.

Manufacturer narrative:
Lot # m5c. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records for this product were reviewed and no anomalies were found. The stryker rep stated that the drill guide was used to prepare the hole. The surgical technique states "the amount of torque required to complete final tightening can be done with a single hand, and should not exceed one quarter turn once the screw is underneath the ring. Conclusion: the probable cause of the screw going through the plate is overtightening.

Event description:
It was reported that; upon final tightening of the screw, doctor noticed that the screw had been driven through the hole in the plate. The ring was not damaged, but "looser than normal", and saw no metal shavings from the screw.